Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "a salty taste in the mouth," "twitching," "bell's palsy," and "paralysis" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: warnings: "the product must not be injected into blood vessels. Introduction of juvéderm® ultra plus xc into the vasculature may occlude the vessels and could cause infarction or embolization." Precautions: "the safety and effectiveness for the treatment of anatomic regions other than facial wrinkles and folds (eg, lips) have not been established in controlled clinical studies."

Event description:
Healthcare professional reported after injection with one syringe of juverm tm ultra xc in the left temple and left cheek, the patient experienced "a salty taste in the right side of the mouth" later that night. On the same day, the patient was concomitantly injected with 1 syringe of juverm tm ultra plus xc in the right temple and bilaterally between the cheeks. Two days later, the patient experienced paralysis of the whole right side of the face; the patient was seen at the injector's office and treated with vitrase and hylenex the same day. A medrol dosepak was called in for the patient, but the patient did not start the medrol dosepak until the next day. After treatment with vitrase and hylenex, the patient could move the right side of the face "a little bit more." One day after starting the medrol dosepak, the patient was treated again with hylenex to the temple and to the "lateral zygoma." The patient is reported to have "a little bit more movement" of the right side face. Further follow up with the injecting healthcare professional indicated there is "little improvement." The injector's colleague believes it is bell's palsy that was possibly exacerbated by the stress of the injections, but feels it is more of a coincidence. On the day of injection, patient was reported to be "totally fine," "looked great," and was happy with the results. The injector's colleague believes this is a "mild case" and is only noticeable when the patient smiles. The patient went to a chiropractor on an unspecified date and had an "adjustment" done on their jaw; the next morning, the patient noticed some "twitching" on their right side. Patient is also getting acupuncture to help. This is the same event and the same patient reported under MDR ID #3005113652-2015-00590 (allergan complaint #(B)(4)). This MDR is being submitted for the second suspect product, juverm tm ultra xc, also a device manufactured by allergan.

Event description:
Further follow up with the injecting healthcare professional indicated symptoms resolved approximately one month after injection without any further intervention. Healthcare professional suspected the etiology was due to bell&#38112;palsy without any further explanation.